Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. The physician was unable to secure the lead in a stable position and therefore the lead was replaced with an active fixation lead.